Event description:
Per the report received from germany, edwards lifesciences received notification of an evoque valve implanted in the tricuspid position. On post-operative day (pod) 2, the patient experienced bradycardic atrial fibrillation. On pod 8, a permanent pacemaker was implanted. The patient recovered.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.